Event description:
During posterior segments of anterior/posterior fusion, the tps drill slipped catching the pt's dura. Surgery stopped immediately, dura removed from drill bit. Surgery was completed. Immediate post-operative neuro checks were negative for findings.